Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed that the image of a 30 degree-endoscope was rotated and it seemed to be rotated a little but endoscope horizon indicator was rotated slowly 180 degree from downward to upward. Reseating the endoscope on a different universal surgical manipulator did not resolve the problem but, the customer resolved the issue by redocking. The customer received phone assistance from the technical support engineer (tse). The tse confirmed the errors in the logs and explained the meaning of the error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The angle of view remained the same, and the camera automatically rotated. When the camera is rotated 45 degrees, the instrument operation will be shifted by 45 degrees. The image of the monitor itself was not rotated. At the moment of the issue, the camera was rotated but couldn¿t be controlled. The problem was resolved by reseating the camera and drape, and the procedure was completed using same camera. There were no problems when the camera was used on another patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue by redocking. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available.